Manufacturer narrative:
Device passed displacement test, sleep current test, active current test and self test. Low battery alert less than one week not confirmed. Unexpected battery power loss not confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a replace battery now alarm and power loss alarm. The customer¿s blood glucose level was unknown. The customer reported that this was the second occurrence of replace battery now without a low battery warning. The customer was assisted with troubleshooting. The customer reported that they had received the low battery alarm and power loss alarm and replace battery now alarm. The customer was advised the insulin pump requires brand new batteries to work effectively. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.